Manufacturer narrative:
The event occurred in india. It was reported ¿head error¿ on the rotaflow console during routine checkup of the device and no patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. A getinge service technician investigated the affected rotaflow console with s/n (B)(6) and the "head error" could be confirmed. During the investigation it was detected that the rfd (rotaflow drive) cable was not seated correctly in the console. The cable was connected correctly to the console which solved the problem. No parts has been replaced. The rotaflow console is working as intended and is back in use. The most possible root cause could be determined as a connection issue as the rotaflow drive cable was not connected correctly to the rotaflow console, which could lead to the reported failure (head error). Based on these investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2025-01-23 and during the period of 2018-10-24 to 2025-01-13 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow device in question was produced in (B)(6)2018. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. According to the service manual heart-lung support system rotaflow system / en / 03 chapter 8.1 possible causes of error: no rotaflow drive connected. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the india market on a significantly similar device to "base unit, rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, rotaflow with catalog number 701043291. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in india. It was reported ¿head error¿ on the rotaflow console during routine checkup of the device and no patient was involved. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. Complaint ID: (B)(4).